Event description:
It was reported that the 9800 system intermittently had blank images on the monitor. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the batteries were replaced during the service call. The system was tested and found to be working as intended, and put back into service.